Event description:
Balloon in stent to right superficial femoral artery (sfa) broke within the patient. The 5mm balloon was being withdrawn when the balloon appeared to shear and break as it was traversing the right common iliac artery stents. Tried multiple maneuvers to remove the portion of the balloon and was successful at retrieving one portion of the broken balloon, but clearly the distal marker was still present in the right common iliac artery. The physician therefore elected to trap this with a stent deployment in the common iliac artery. He was able to negotiate a wire past this area and subsequently then was able to advance an 8x37mm balloon expandable stent. Good blood flow and no evidence of foreign material in right lower extremity. The device was saved and placed in educator's office.